Event description:
The biomedical engineer (bme) reported that after a power outage, beds being monitored by main central nurse's station (cns) in 3rd floor ICU shows communication loss. No patient harm was reported. Nihon kohden technical support spoke with the facility it at the hosptial who found that the universal power supply (ups) was powered off, the bme powered the ups on. Facility it powered off cns, unplugged and reseated network cable on wall jack, and powered on cns. All beds no longer show communication loss. Nihon kohden tech support walked nurses through admitting patients properly and afterwards patients were being monitored properly.

Manufacturer narrative:
The biomedical engineer (bme) reported that after a power outage, beds being monitored by main central nurse's station (cns) in 3rd floor ICU shows communication loss. No patient harm was reported. Nihon kohden technical support spoke with the facility it at the hospital who found that the universal power supply (ups) was powered off, the bme powered the ups on. Facility it powered off cns, unplugged and reseated network cable on wall jack, and powered on cns. All beds no longer show communication loss. Nihon kohden tech support walked nurses through admitting patients properly and afterwards patients were being monitored properly. Investigation summary: communication loss is an error message displayed on individual bed tiles on the cns that alert clinicians that the connection between the cns and the device its monitoring has been lost. Customer indicated that they had a power outage. During troubleshooting, it was identified that none of the multi patient receiver were turned on as they were plugged into a ups . After the ups was turned, the communication loss issue was resolved. Based on the available information, a definitive root cause could not be identified. However, it is likely that the ups lost power or was powered off during the power outage. Customer also had an issue with admitting the patient after the communication loss issue was resolved. The cause of the issue was identified to be due to incorrect user workflow. A health hazard analysis (hha) was performed to assess issues regarding communication loss. Per hha, no CAPA is required. Furthermore, available information does not suggest that there was a malfunction of the device.

Manufacturer narrative:
The biomedical engineer (bme) reported that after a power outage, beds being monitored by main central nurse's station (cns) in 3rd floor ICU shows comm loss. No patient harm was reported. Nihon kohden technical support spoke with the facility it at the hosptial who found out that the ups was powered off, he powered the ups on, and and the orgs' power was restored. Power and link leds were lit green. Error led not lit. Network cable on cns side has tamper protection cover. Facility it powered off cns, unplugged and reseated network cable on wall jack, and powered on cns. All beds no longer show comm loss. Walked nurses through admitting patients. Admit :enter patient data: admit to confirm. After admitting patient, can monitor patient. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that after a power outage, beds being monitored by main central nurse's station (cns) in 3rd floor ICU shows comm loss. No patient harm was reported.